Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call alarmed failed battery test. Customer cannot recall the blood glucose reading. Troubleshooting for failed battery test was not completed. Customer was advised to insert a new battery and call back if the issue reoccurred. Customer also reported button error issue but it was resolved. Insulin pump will not be returning for analysis.